Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital due to diabetic ketoacidosis (dka). Upon removal of the pod, the cannula was found bent. Despite good faith attempts to obtain further medical event details, no additional information could be obtained.